Event description:
The customer reported this lead was explanted and replaced, because it would not stay in place (dislodge); location of the lead is unk. No other info was reported to the customer. The lead was actively implanted for approx. 4 months.

Manufacturer narrative:
The MFR does not have possession of the lead, but is currently trying to obtain the lead and any add'l event info. The event will be re-evaluated if add'l info becomes available. Lead dislodgement is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.